Event description:
It was reported to ge that a nurse received an electrical burn while grasping the appliance inlet connector of a mains cord which supplies power to the mobile cart accessory for the vivid q ultrasound system. The cord, which had a severely damaged connector with exposed conductors, was plugged into the wall outlet but not connected to the cart. Upon contacting the live conductors, the nurse was shocked causing significant burns to her hand.

Manufacturer narrative:
From analysis of photos of the broken connector, the cable manufacturer concludes that a forceful abrupt pull from the top to the bottom of the connector caused the damage. The connector is certified as meeting the requirements of safety standard. Destructive testing of samples of the same connector showed an average force of 112 pounds applied at right angle is required to produce a similar failure. It is concluded that excessive abuse (force, pressure or impact) is needed to cause a failure of the type that expose the internal conductors of the mains connector.